Event description:
The lay user/patient called lifescan (lfs) on may 16, 2006 and alleged that her meter was reading inaccurately low. The medical affairs specialist mailed a letter on may since the user could not be reached by telephone for further clarification. The patient stated that on may 16,2006 in the afternoon, the patient tested on her meter and obtained a result of 79mg/dl. She had symptoms at the time of thirst, shakiness, and sweating, she went to the emergency room and her blood glucose was tested, the result was 298 mg/dl. She was treated with insulin, it would have been helpful to know what the time difference was between the two results, if there was any intervention between the two results, and what the patient's medication regimen is at home. The testing supplies were in good condition, the testing technique was correct and the technique for clearing the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported as it appears that the patient's treatemtn may have been delayed due to a low result obtained on the patient's meter and a high result on the hospital meter, which required intervention. A replacement meter has been sent.